Event description:
In 2005, the reporter, a pharmacy employee, contacted lifescan alleging that the lay patient's one touch ultra meter was reading inaccurtely high. "In the first part of august in the early afternoon" the patient obtained a result of 400 mg/dl on the reported meter before feeling pale and weak. The patient took no action to affect his blood glucose level following use of the meter. He went to the ER. A result reported as 200 was obtained on the hospital device. The reporter stated that the reported meter result was always about 100 points higher; the reporter did not have the exact results obtained. The patient took insulin as treatment; the insulin type and dose were not provided. The customer care agent (cca) walked the reporter through two, consecutive control solution tests, which fell outside of the control solution range. The meter, test strips, and control solution were replaced.